Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient underwent an unrelated surgery where the ipg was not set to surgery mode. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
The reported observation of cannot connect to generator was confirmed. The analysis results concluded the inability to turn on the implantable pulse generator (ipg) stimulation was due to the device entering the service application state. The root cause of the device entering the service application state was not ascertained. Analysis of the ipg diagnostic logs suggested the device may have been in the proximity of a high magnetic field. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed.

Event description:
Additional information was received wherein the ipg was explanted and replaced, and effective therapy was established.